Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported post-implant exacerbation of atrial fibrillation could not be determined through this evaluation. It was reported that the patient developed atrial fibrillation on (B)(6) 2020 (post-implant day 1). The patient was treated with intravenous (IV) amiodarone. It was noted that the atrial fibrillation event was an exacerbation of the patient¿s pre-existing condition. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped on 23jun2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient developed atrial fibrillation post operation. The hospital treated the event with IV amiodarone. The site detailed the preexisting condition was exacerbated. No further information was reported.